Event description:
Country of complaint: (B)(6). During a knee revision with the columbus revision set a serious situation occurred. It was very difficult to remove the trial shaft ns045t from the inside of the tibia bone. Attempts were made for approximately 1 hour to remove the trial implant from the bone. Ultimately, the surgeon had to drill holes around of the trial implant for its removal. The patella tendon suffered heavily. The columbus revision was for replacement of a search-classic-ps implant which was implanted in the early 1990's.

Manufacturer narrative:
Evaluation on-going.